Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification with respect to the reported error 324 color sensor which was not reproduced. Review of the attached history log shows multiple events of system error 324. Evaluation found the current readings of the slide clamp sensor to be in specification through the biomed options of the unit. The v8 service manual states as follows "avoid bright natural sunlight or artificial overhead light." The pump was functioning as designed.

Event description:
It was reported that a spectrum pump displayed system error 324 while in direct sunlight outside. It was also reported there was no patient injury.